Manufacturer narrative:
(B)(4).

Event description:
It was reported that a couple non-sustained vt episodes due to noise were observed via remote transmission. No anomalies were detected via x-ray. The lead was capped.

Event description:
New information received notes that the lead was capped on (B)(6) 2016. The patient was feeling well.